Event description:
It was reported that the pt was not able to adjust stimulation. The pt programmer displayed the "call your doctor" icon with por (power-on-reset). It was noted that the pt was currently visiting in (B) (6). It was unk when the pt had landed in (B) (6). The pt turned the stimulation off at bedtime. It was noted that the pt had gone through (B) (6) the previous evening. In the morning, the pt saw the doctor icon and a por. The por was cleared with the pt programmer. The pt was able to get normal stimulation after the por was cleared. F/u a few days after the incident noted that stimulation was on and effective.

Manufacturer narrative:
(B) (4)